Event description:
It was reported that the pt expired due to unk reasons. Date of pts' death and implant duration are unk. It is unk if the pts' death was device-related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.